Event description:
It was reported that a patient received two burns on the mouth after use of a cavitron insert tip and a henry schein insert tip (not manufactured by dentsply). As a result, the patient was administered antibiotics (penicillin).

Manufacturer narrative:
Based on the information available as of this report, it is not possible to conclude that the product - which is beyond useful life - malfunctioned. Based on the alleged event as reported, improper service/use/maintenance could have contributed to this event. Still, because antibiotics were administered in this case to preclude permanent damage to a body structure or permanent impairment of a body function. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.